Event description:
The revision reported was likely the result of wear of the tibial insert. Contributing factors to the wear and delamination may have been implant positioning and being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: serial #: (B)(4), category #: 02-010-04-0225 - logic femur cr poroso nº2.5 izq., serial #: (B)(4), category #: 02-012-45-2525 - bandeja tibial logic fit 2.5f/2.5t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 71 yo male patient, initial knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 3 years 2 months post the initial procedure. The operating room supervisor called the rep to let them know that a knee had been checked for excessive wear of the polyethylene. The patient was last known to be in stable condition following the event. The device is available for return. No further information.

Manufacturer narrative:
H6 - health effect-clinical code, 4112 analyses of data provided by user/third party is no longer valid.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of wear of the tibial insert. Contributing factors to the wear and delamination may have been implant positioning and being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.